Event description:
Clinical study. Same case as 2134265-2009-01527 and 2134265-2009-01529. It was reported that 134 days afer a coronary artery stenting procedure, the pt experienced cardiac failure and angina. Lesion 1 was 3.5mm, 75% stenosed, 30.0mm long portion of the left main coronary artery (lmca). The physician treated the lesion with pre-dilatation using a 2.5-15mm (16 atms) and successful placement of a 3.5x16mm taxus express2 study stent in the lmca to the proximal left anterior descending artery. The proximal left anterior descending (prox lad) was treated by successfully implanting a 3.0x16mm taxus express2 study stent. Post dilatation was performed. Ivus confirmed that the stent was implanted properly. Residual stenosis was 0% and timi flow was 3 and there was no gap between the two stents. Lesion 2 was a 2.75mm, 99% stenosed, 20mm long portion of the left circumflex (lcx). The physician treated the lesion with predilatation using a 2.5x15mm balloon, and successfully implanting a 2.5x24mm taxus express2 study stent. Post dilatation and ivus confirmed stent placement. Residual stenosis was 0% and timi flow was 3. The pt was discharged 8 days later. At 134 days afer the procedure, cardiac failure was confirmed. The physician confirmed the pt had breathing difficulty. As an outpatient, chest x-ray was performed. Pulmonary congestion was confirmed, and it was diagnosed "the cardiac failure". The pt was hospitalized, and lasix and tanatril were given. The doctor indicated oxygen administration, and required pt rest in bed. Water intake was controlled. Pt lost weight 2.0kg. Physician thinks that the cardiac failure had been prolonged and developed, and it could have been caused by two reasons. One is the pt gained weight by drinking a lot of liquid this summer. Fifteen days later, CT scan of the coronary artery was performed. Ninety percent stenosis in ostium of lad, 90% stenosis in proximal lcx, and 100% stenosis in distal lcx was confirmed. Four days later, pci was performed on the lad, and the lcx. There was a 50% stenosis in lmca and 75% stenosis in ostium of lad. The stenosis was confirmed at the place where the taxus stents were implanted. The physician treated the lesion by implanting a non bsc 3.5x13mm stent. The lcx was 90% stenosed in the ostium of lcx to proximal lcx. The physician treated this with placement of a non bsc 2.5x15mm stent. The pt was discharged 7 days later on continued plavix and aspirin. In the opinion of the physician, the relationship of the restenosis to the taxus stents is related.

Manufacturer narrative:
The manufacturing records related to the batch were reviewed to confirm that no issues or discrepancies during production of this batch that could contribute to the reported event. The record review indicates the device met all material, assembly, and performance specifications prior to shipment. The complaint device will be documented as anticipated procedural complication.